Event description:
The stent would not cross the target lesion and when removing, the hub came off stent.

Manufacturer narrative:
The device is available for evaluation, but it has not yet been rec'd. Add'l info will be submitted within thirty days upon receipt.